Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system exhibited oversensing which resulted in inhibition of pacing as indicated on a real-time egram. Noise was noted on the shocking egram and the r wave was unable to be measured. The noise was reproducible when the patient bent over to touch the toes; however, it was noted that the oversensing was not reproducible with pocket manipulation and small bending. There were no changes in the impedance measurements.